Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead dislodged repeatedly after lead placement. Multiple screw in attempts were made at different implant locations but were unsuccessful. The physician suspected that the ra lead helix malfunction contributed to the dislodgement. The ra lead was not used and replaced on (B)(6) 2025. There were no patient consequences.